Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the field clinical engineer revealed a break in the previous sheath repair, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing. The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (cracks in outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient woke up and saw a kink in his driveline about 10cm from the strain relief. The patient taped the repair himself temporarily and presented to the site for inspection. On (B)(6) 2015 a manufacturer representative went to the site. Upon inspection, it was noted that there were breaks about 5cm from the strain relief to a distance of 15cm and the driveline showed several circular breaks. It was stated that the inner lumen is damaged as well and the driveline feels very stiff and looks yellowish. The manufacturer representative stated not having to use any special preparations for the procedure and the sheath repair covered all the damages in a single wrap. There was no reported consequence or impact to the patient. No further information was provided.